Event description:
Philips received a complaint on the v60 ventilator, indicating that there was an 1104 (check vent: backup alarm failed) diagnostic code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) performed periodic maintenance on the device and no malfunction was reproduced. The fse found the occurrence of the 1104 diagnostic code in the devices event log, so the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a preventative measure. No other issue was found during the service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: 13 reporting address postal: (B)(6) reporting institution phone #: (B)(6) . Reporter phone #: (B)(6) .

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Testing of this cpu with the accusation of a backup alarm failure (error code 1104) has been analyzed. Apply 10vdc (+/-2 vdc) directly to the pins of ls1 while adhering to circuit polarity. If ls1 fails to sound, the ls1 has failed due to cold solder joint(s). No further testing required. If ls1 does sound, install suspect cpu pcba into a known good unit or on an stb. Perform power failure alarm test and post in ventilation mode 3-5 times. If no faults are identified, stop testing and document ¿no problem found¿ in the investigation. If faults were identified, troubleshoot and investigate those modes of failure as normal. This returned cpu pcba part testing resulted in no problem being found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.